Event description:
Customer questioned newborn blood gas results from a rp405 system. Physician questioned the results and ran another sample on the I-stat which gave different results. Potential for an adverse event in this case could occur due to a delay in underlying cause of acidosis. No injury was reported as a result of the event.

Manufacturer narrative:
A review of the data suggests that the reported ph value for each of the 4 discrepant samples is likely the correct ph of the sample introduced into the sensor module of the analyzer. No system issues were observed with either calibrations or the sample measurements. Two independent ph sensors measured comparable ph values in each case. And, the observation of highly elevation ionized ca+2 levels is consistent with an acidic blood sample. At (B)(6), the ph range is approx 7.29-7.45, so the neonate ph range may be slightly lower. Nitric oxide administration is commonly used in neonates for pulmonary hypertension treatment following right ventricular dysfunction after cardiac surgery (until the oxygen saturation can be resolved - target 50-90mmhg). Nitric oxide administration improves the oxygenation by relaxing pulmonary smooth muscle and increasing vascular resistance. All these factors ultimately can cause acidosis. The treatment for acidosis in these cases is not alkali, but oxygen infusion. Thus blood gas monitoring is used to ensure this will not occur, clinical signs and symptoms are not useful as the infant is sedated in many cases. The tools at hand for the physician are oxygen index (manual calculation) and the pulmonary ventilation rate.